Event description:
Related manufacturer report number:3006705815-2023-00956. It was reported the patient experienced discomfort located at the cervical ipg site. Diagnostics also revealed high impedances on all contacts of one cervical lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113955.

Manufacturer narrative:
A patient experienced discomfort located at the cervical ipg site was reported to abbott. Diagnostics also revealed high impedances on all contacts of one cervical lead. The rep was able to program the patient and get good coverage on other lead. The patient feels the battery has shifted and causing discomfort. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed.additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) serial: (B)(6) batch: a000113955